Event description:
It was reported that a home patient (hp) experienced a connection issue between a transfer set and minicap. It was stated that the transfer set was uncapped and the hp was unaware when the minicap fell off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.